Manufacturer narrative:
It was reported that a ventilator generated a technical alarm indicating a turbine module error. According to the information provided by the technician, the issue was solved by replacing the ventilator's turbine module. The device passed all performance tests and could be returned to clinical use. The defective turbine module was returned for investigation. The reported technical alarm could not be reproduced during testing, but the turbine module was confirmed defective as the pre-use check test failed. The root cause of this turbine module failure has not been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref #: (B)(4).